Manufacturer narrative:
(B)(6). Initial reporter fax is 0030 2310 341828.

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked, it was noticed that the distal pigtail was broken from the body of the stent. Reportedly, the stent was noticed to be broken before opening the plastic package. No damage was noticed to the shipping container.the procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly stable.

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked, it was noticed that the distal pigtail was broken from the body of the stent. Reportedly, the stent was noticed to be broken before opening the plastic package. No damage was noticed to the shipping container. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Manufacturer narrative:
Analysis of the returned percuflex plus ureteral stent revealed that the stent was cut into two parts. The cut is located 4cm from the bladder end of the stent. The suture hole is torn which is evidence that the suture was pulled. The suture was not present with the device return. A cause for this event could not be determined because the stent condition indicates handling by the user; however, the customer stated the damage was not noticed during handling but upon opening the packaging. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.